Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using a recently replaced ilet, with a measured blood glucose of 55 mg/dl after receiving insulin corrections for prior hyperglycemia and ingesting approximately 75 grams of carbohydrates. Symptoms included feeling low. Outcomes included resolution in progress, as glucose was rising by the end of the call, and there was no hospitalization. Investigation included troubleshooting and user education on treatment of low blood glucose, review of correction and target settings, guidance on device learning behavior and potential reset, and counseling on snack announcements. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that no device malfunction was identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.